Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 22.3 mmol/l. Customer was treated with insulin pump. Customer was using auto mode. The insulin pump will not be returned for analysis.